Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting system operates at temperatures below 0°c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect® system, to minimize the risk of damage to tissue. In spite of these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. Failure to follow instructions could result in injury to the patient, including first- or second-degree burns. Second-degree burns or complications of second-degree burns may result in hypopigmentation. An injury caused by exposure to cold. Third degree burns affect the deeper part of the dermis and hypodermis or subcutaneous tissue, and are characterized by a white, leathery, relatively painless or insensate area. There may be a charred spot or eschar formation. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan received a report of a patient who was treated with coolsculpting to the mid abdomen and presented with 2nd and 3rd degree burns to the treated area. The patient went to the hospital and checked out the same day with a diagnosis of 2nd and 3rd degree burns.

Manufacturer narrative:
Corrected data: h6. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/15/2024.

Event description:
Allergan received a report of a patient who was treated with coolsculpting to the mid abdomen and presented with 2nd and 3rd degree burns to the treated area. The patient went to the hospital and checked out the same day with a diagnosis of 2nd and 3rd degree burns.

Manufacturer narrative:
The reported event is in the product labeling and further investigation is being performed.

Event description:
Allergan received a report of a patient who was treated with coolsculpting to the mid abdomen and presented with 2nd and 3rd degree burns to the treated area. The patient went to the hospital and checked out the same day with a diagnosis of 2nd and 3rd degree burns.